Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that during an impedance measurement with a urinary stimulation implantable pulse generator (ipg), the patient experienced being shocked and reported pain and discomfort, stating it was hurting and bothering them. All impedance values were indicated as green on the summary screen. There was an issue with connecting to the implantable neurostimulator through the clinician application, which was resolved by selecting the correct application. When attempting to select the magnetic resonance imaging (MRI) workflow, "missing implant data" was displayed on the handset, as the patient's equipment was located in another state and the facility handset was being used. Impedance measurement was performed, and an attempt was made to initiate the MRI workflow. Troubleshooting steps included walking through the correct application selection and reviewing MRI eligibility information, but the issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.